Event description:
Procedure: lap appendectomy. Reportedly, during use the instrument locked down on the meso-appendix and could not be opened. Therefore, the stapler was cut off of the tissue, there was minimal bleeding, and the or time was extended approx 20 minutes as a result. There was no injury to the pt reported.